Event description:
Customer reported that she has been receiving no delivery alarms two or three times a day with boluses and at least once a day during basal. Customer stated the alarms started since she received the last shipment of infusion sets. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit and insulin pump alarmed no delivery. Customer was instructed to disconnect and reconnect the reservoir and infusion then rewind and reinsert the reservoir and run manual prime; insulin did exit and alarm occurred. Customer was advised to change the infusion set as the reservoir had just been changed prior to the call. Blood glucose value was 246 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.